Manufacturer narrative:
Unit was received with blank display due to moisture damaged electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump had water under the screen because she dropped it into the bathtub. Customer's blood glucose level was 145 mg/dl. The insulin pump had a crack around the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.